Manufacturer narrative:
Additional devices listed in this report: cat # 5565-s-017, lot # m5l08e, description: tri press-fit stem 17mm x 100mm. Cat # 5570-s-020, lot # m7c28aj, description: triathlon total knee system offset adapter 2mm. Cat # 5542-a-402, lot # hhbn, description: triathlon femoral distal augment 15mm - size 4 right qty: 2. Cat # 5512-f-402, lot # hvvf, description: tri ts femur sz4 right. Cat # 5521-b-400, lot # gtiga, description: tri ts baseplate size 4. Cat # 5570-s-080, lot # m5n08ai, description: triathlon total knee system offset adapter 8mm. Cat # 5566-s-014, lot # m7h23aa, description: tri press-fit stem 14x150mm. Cat # 5566-s-014, lot # m7h23aa, description: tri press-fit stem 14x150mm. Cat # 5550-g-339, lot # meet, description: triathlon symmetric x3 patella. Cat # 5544-a-400, lot # gjpt & haug, description: tri post augment sz4 10mm. Cat # 5545-a-401, lot # n5l21m, description: tri lm/rl tib aug sz4 5mm. Cat # 5545-a-402, lot # n5l28a, description: tri rm/ll tib aug sz4 5mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence that this patient¿s periprosthetic infection was the result of factors of faulty component design, manufacturing or materials.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was revised due to low grade infection on right knee.

Event description:
It was reported that the patient was revised due to low grade infection on right knee.